Event description:
It was reported that the patient developed twiddlers syndrome. The right ventricular lead exhibited an impedance anomaly and high capture thresholds. The lead was explanted and replaced. The patient was stated to be doing well following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.